Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the stomach in a sleeve gastrectomy procedure, there was a poor staple formation as the device stopped. Staple line was also incomplete distally using 3 reloads. New reload was used to complete the procedure. There was no patient injury.